Event description:
It was reported that during a lead relocation operation, the device "setscrew was disengaged with driver". Blood/body fluid was observed in the connector. Grommet damage was observed. A new device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected event location. Corrected operator code. Evaluation summary: (B)(4): there were no anomalies found with the device. It was observed that the setscrew grommet had been damaged and that the setscrew had been rounded out, with foreign material on the setscrew. Corrected brand name and model number.

Event description:
It was reported that during a lead relocation operation, the device "setscrew was disengaged with driver". Blood/body fluid was observed in the connector. Grommet damage was observed. A new device was used. No patient complications were reported as a result of this event.

Event description:
It was reported that during a lead relocation operation, the device "setscrew was disengaged with driver". Blood/body fluid was observed in the connector. Grommet damage was observed. A new device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected event location. Evaluation summary: (B)(4) there were no anomalies found with the device. It was observed that the setscrew grommet had been damaged and that the setscrew had been rounded out, with foreign material on the setscrew.